Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen.3 result from the cobas c 303 analytical unit. The initial result was 6.46%, and the repeat result was 5.81%. The repeat result was deemed to be correct because it matched the patient's history.

Manufacturer narrative:
The cobas c 303 analytical unit serial number (B)(6). The qc showed strong imprecision, and the alarm trace indicated an issue with the sample probe. A field service engineer (fse) replaced the gear pump head, reaction cells and the halogen lamp. Calibration and qc were completed. A hardware precision and precision runs were completed. The investigation was unable to determine a direct root cause, as many actions were performed.